Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the log file shows voltage error on output 24v1 bank-a b-cab. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer and got informed that the customer to try to enable xray and do fluoroscopy, but issue persists and rse requested an onsite support suggesting replacing host pc. The philips field service engineer (fse) checked the system onsite and found that the host pc was not booting up, no bios start (bios is basic input/output system). To resolve the issue, the fse replaced the host pc. The defective parts were returned for analysis, for host pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.